Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: supplier: (B)(4) / packaged by: (B)(4)¿ manufacturing date: march 9, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of the retaining sleeve broke off during a surgical procedure on (B)(6) 2016. No fragments were left in the patient. The procedure was completed without prolongation and the patient outcome was as expected. The physician did indicate that the system had been used many times in the past. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: it was reported that the tip of a matrix holding sleeve ¿ long (part: 03.632.036 / lot: 9924324) failed intra-operatively with no surgical delay or patient harm. The returned device was examined and the complaint condition was able to be confirmed as the threaded tip of the device was broken and missing a fragment (approximately 5.5mm x 3mm x 1.5mm). No definitive root cause was able to be determined; however, the failure mode is consistent with the application of an off-axis load while engaging a screw. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The matrix holding sleeve - long is one (1) of ten (10) holding sleeves for the matrix spine system utilized during screw insertion. The matrix system is covered by three (3) technique guides: matrix ¿ deformity, matrix-degenerative, and matrix ¿ minimally invasive system. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): top-level and inner shaft. The design, materials, and finishing processes were found to be appropriate for the intended use of this device. A design change was implemented to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance; the returned instrument was manufactured after the implementation of these changes. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device receipt date by synthes manufacturer. The subject device is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.